Manufacturer narrative:
An external, visual inspection of the cycler showed no signs of any physical damage. The heater tray/scale was not obstructed. Two simulated treatments were performed and completed without any alarms or problems occurring. There were no fluid leaks in the test cassettes during the treatment tests. None of the reported complaint symptoms were confirmed via testing. A simulated treatment was performed in which the amount of fluid delivered to a pseudo-patient bag during each fill phase was weighed. The weighed fluid volumes were compared against the programmed fill value, and the weighed volumes for each fill phase were determined to be within expected tolerance for the liberty cycler. The simulated treatment was performed and completed without any problems occurring. The valve actuation test passed. The system air leak test passed. The patient sensor calibration check passed. The load cell value and verification was within tolerance. The internal, visual inspection of the received cycler found no discrepancies. Additionally, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
(B)(4) a supplemental report will be submitted upon the completion of the plant's investigation.

Event description:
A peritoneal dialysis patient reported an incidence of increased intraperitoneal volume (iipv) during treatment on (B)(6) 2016. Treatment records for that treatment are as follows: (B)(6).